Event description:
Upon return of a 31" offset double clamp bar to the MFR by a customer, visual inspection of the device revealed a broken clamp. There was no report of injury or medical intervention associated with this incident.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the clamp was broken. This medwatch is being submitted late, as it was identified during a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in january, 2008, and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.